Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results received one speedband superview super 7 with the ligator head for analysis. It was noticed that the trip wire was completely rolled and was secured in the handle assembly slot when received. A visual examination of the ligator head found four bands present which were moved out of their original positions with one band caught under the other band. It was also noticed that the ligator teeth were bent. The suture was broken; one section was attached to the trip wire loop and the other section was attached to the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during prepping/unpacking/testing the device. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, and contributing to the reported issues. Also, the suture can tangle with the bands which can result in difficulty to rotate the handle and continued attempts to deploy the bands can result in suture breakage. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label; the dfu states to not use if components are broken or damaged and if black stripe is not aligned with working channel, bands may fire improperly or not at all and field of vision may be impaired. During the investigation it was found that the device was still used even if it was found with broken components. This failure is likely due to an interaction between the user and device, or sample, caused or contributed to the error. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a digestive endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands did not fire. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***correction*** it was reported that the failure occurred during preparation.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a digestive endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands did not fire. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a digestive endoscopy procedure performed on (B)(6), 2019 according to the complainant, during the procedure, the bands did not fire. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***correction*** it was reported that the failure occurred during preparation.

Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results received one speedband superview super 7 with the ligator head for analysis. It was noticed that the trip wire was completely rolled and was secured in the handle assembly slot when received. A visual examination of the ligator head found four bands present which were moved out of their original positions with one band caught under the other band. It was also noticed that the ligator teeth were bent. The suture was broken; one section was attached to the trip wire loop and the other section was attached to the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during preparation/unpacking/testing the device. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, and contributing to the reported issues. Also, the suture can be detached from its position and can entangle with the bands which can result in difficulty rotating the handle, and continued attempts to deploy the bands can result in suture breakage. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.